Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test, excessive no delivery test and displacement test. However, unit alarmed motor error during occlusion test due to faulty force sensor, the device wast received with cracked case at display window corners, reservoir tube and battery tube threads. The device was received with scratched display window. Device was received with missing end cap sticker. The motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was performed. The device was returned for analysis.